Event description:
ECG strips from this case showed what appeared to be loss of atrial capture. This may have been a result of a programming issue with the current software and aaisafer programming. This issue will be corrected in the next version of elaview software. The physician re-programmed the device from aaisafer mode to ddd mode and the device remains implanted.

Manufacturer narrative:
A response from the MFR is pending.